Event description:
The user facility requested their reliance 130 cart washer be inspected as steam from the cart washer caused the fire alarm and fire sprinkler system to go off. The fire department responded to the alarm. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A third party was in the facility servicing other equipment at the time of the reported event. Unknowingly, the third party shut off the facility's exhaust fan connected to the 130 cart washer. As a result, steam from the cart washer was redirected to a small room that triggered the fire alarm. The third party has claimed responsibility for the reported event. A steris service technician arrived at the facility to inspect the 130 cart washer and found the equipment operating to specification. There were no faults or problems identified with the steris equipment. The washer was installed in october of 2010 and is currently under a steris service contract. The last preventive maintenance was completed on (B)(4) 2014 at which time the unit was confirmed to be operating to specification.